Event description:
During code blue, the monitor went blank and data disappeared. There was a secondary monitor connected to the pt from the defibrillator machine. The existence of the secondary monitor prevented any adverse issue with non-functioning monitor from affecting the pt.